Manufacturer narrative:
Additional information: h3, h4, h6, h11. H11: the actual device was received for evaluation. A visual inspection was performed which observed a cut in the tubing. Functional testing including pressure, clear passage under water, and priming were performed; a leak was identified from the tubing. Additionally, a clamp activation test was performed with no issues noted. The reported condition was verified. The cause of the cut tubing is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a male luer lock adapter solution set had a pinhole leak in the tubing. This was noticed when priming the set for administration of methylprednisolone. There was no patient involvement. No additional information is available.